Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator replacement procedure. Prior to the procedure, imaging revealed the left ventricular lead had dislodged; capture tests revealed the lead exhibited loss of capture. The physician elected to cap and replace the lead during the change out procedure. The patient was in stable condition post surgery.